Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The (B)(4) was unable to reach the lay/user patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 1pm. The patient's testing frequency is not clear. The patient reportedly obtained blood glucose readings of "151, 136, and 143mg/dl" with the subject meter, performed more than 20 minutes of each other (date/time not specified). The patient indicated she does not manage her diabetes with oral medication or insulin; however, in response to the reported meter issue, the patient indicated she continued with her usual diabetes management routine. According to the csr's documentation, immediately after the alleged issue occurred (date/time not specified) the patient reportedly developed a symptom of shaking. The patient's blood glucose reading (with the subject meter) prior to the onset and/or during her symptom is not known; it is not clear if the patient had made any changes to her diabetes management, meals, or activity level prior to the onset of her symptom; it is not known if the patient suffers from other health issues; and it is also not known if the patient tested her blood glucose with another device following the reported meter issue. The patient denied receiving medical intervention/treatment after the reported meter issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.